Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that there will be no further course of action.

Manufacturer narrative:
.

Manufacturer narrative:
Additional information was received that the reason for the patients request for explant procedure was due to the patient no longer wanted the stimulator.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.